Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment the patient gave themselves a manual bolus of 10 units.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No damages were observed to the device that would result in the reported dislodging. The cause of the event cannot be determined. The soft cannula was observed to be torn. It cannot be determined if this damage to the soft cannula resulted in the reported event, for it cannot be determined when this damage occurred. An 0x18 alarm was observed in the data. The reservoir was observed to be empty. The device operated as intended.